Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. Electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins.

Event description:
A review of service data detected a reportable event. During servicing of electrode belt, which was returned for routine maintenance, it was discovered that the electrode belt connector had bent pins. The last patient to use this electrode belt did not report any problems with it.